Event description:
It was reported that a liner tear of the14f isleeve introducer sheath occurred. Procedure summary: the native aortic annulus was 23mm in diameter with severe calcification. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was inserted. A safari2 guidewire was advanced into position. The physician encountered difficulty and resistance inserting the guidewire and unspecified catheter through the 14f isleeve introducer sheath. A 7.0-60cm non-boston scientific (bsc) balloon catheter was advanced and used to dilate the lumen of the vessel. Balloon aortic valvuloplasty (bav) was performed with a 22mm non-bsc balloon catheter in accordance with the instructions for use (IFU). A medium size acurate neo2 valve was loaded onto an acurate neo2 transfemoral delivery system (tf ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position and the acurate neo2 valve was successfully implanted to treat the native aortic annulus. The acurate neo2 tf ds was removed from the patient with no issues noted. While the physician was removing the 14f isleeve introducer sheath it was noted that there was a liner tear along the shaft of the 14f isleeve introducer sheath. Patient status: no patient consequences were reported. The patient is doing fine and is anticipated to be discharged from the hospital soon.

Event description:
It was reported that a liner tear of the14f isleeve introducer sheath occurred. Procedure summary: the native aortic annulus was 23mm in diameter with severe calcification. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was inserted. A safari2 guidewire was advanced into position. The physician encountered difficulty and resistance inserting the guidewire and unspecified catheter through the 14f isleeve introducer sheath. A 7.0-60cm non-boston scientific (bsc) balloon catheter was advanced and used to dilate the lumen of the vessel. Balloon aortic valvuloplasty (bav) was performed with a 22mm non-bsc balloon catheter in accordance with the instructions for use (IFU). A medium size acurate neo2 valve was loaded onto an acurate neo2 transfemoral delivery system (tf ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position and the acurate neo2 valve was successfully implanted to treat the native aortic annulus. The acurate neo2 tf ds was removed from the patient with no issues noted. While the physician was removing the 14f isleeve introducer sheath it was noted that there was a liner tear along the shaft of the 14f isleeve introducer sheath. Patient status: no patient consequences were reported. The patient is doing fine and is anticipated to be discharged from the hospital soon. It was further reported that one (1) day post procedure, the patient was discharged from the hospital.

Manufacturer narrative:
H3 evaluated by manufacturer: the returned device consisted of a 14f isleeve introducer sheath with the dilator completely pushed into, through and out of the 14f isleeve introducer sheath. The dilator had broken through halfway along the shaft of the 14f isleeve introducer sheath. Analysis of the dilator, tip, 14f isleeve introducer sheath and hub/valve was completed with microscopic and visual inspection. All three seams had expanded. The 14f isleeve introducer sheath was torn along seam 1 from the tip to approximately 15cm. Tip damage was observed along the seam line of seam 1. One kink was identified along the 14f isleeve introducer sheath at approximately 12.5cm and the 14f isleeve introducer sheath appeared twisted. Media review: media was provided to assist in the investigation and was reviewed by a bsc quality engineer. A still image of the 14f isleeve introducer sheath showed that the dilator was sticking out of the 14f isleeve introducer sheath. The liner of the 14f isleeve introducer sheath had torn, the tip was torn, and there was a kink. The break in the 14f isleeve introducer sheath was confirmed.